Manufacturer narrative:
Device evaluation summary: according to the information received, bubbles were observed in the breast implant. In addition, the patient developed capsular contracture and seroma. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. The bubbles reported could be originated due to the rupture. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient's breast was the result of the body's individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 59-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 275cc gel breast prosthesis developed baker grade iii capsular contracture in her left breast post implantation. The capsular contracture was diagnosed by a healthcare professional. As a result, the patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2022. A seroma in the left breast was discovered during explant surgery. Additionally, the surgeon observed three bubbles in the silicone in the explanted left breast prosthesis.